Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated: b5, d8, d9, h2, h3, h6, h11 the device was returned to olympus for inspection, and the reported failure was confirmed in addition, the following reportable malfunction was identified during the device evaluation: noise appeared on the screen. A root cause could not be identified. Based on the results of the investigation, noise appears on the screen due to a faulty plug unit. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the image of the colonovideoscope was abnormal with a snowflake pattern. There were no reports of patient involvement.